Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation, and to correct information provided on the initial report. The device was returned to an olympus repair center for evaluation and the customer's complaint was confirmed. The issue was found to be caused by a failure of the patient board set (printed circuit board). The device was repaired and returned to the customer. Based on the results of the legal manufacturer's investigation, since the device was manufactured over 7 years ago, it is likely the components of the printed circuit board became non-functional due to deterioration caused by aging. The device history record (DHR) was reviewed and no issues were identified that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus employees that the endoscopic image of the device was not displayed when olympus 180 series videoscopes were connected. There was no report of patient injury associated with the event.